Event description:
This is being filed to report the device malfunctions. This was a study examining the predictive factors, morphology, and long term outcome of recurrent mitral regurgitation (mr) after implantation of the mitraclip. Additional adverse effects noted with the mitraclip device included clip movement and single leaflet device attachment (slda)). The study concluded that flail leaflet and residual mr were the predictors of recurrent mr in primary mr patients, while a larger left atrial volume and residual mr were associated with recurrent mr in secondary mr patients, which may be associated with long-term clinical outcomes of patients after mitraclip. Details are listed in the attached article, titled recurrent mitral regurgitation after mitraclip: predictive factors, morphology, and clinical implication. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects and death reported in the article are captured under separate medwatch reports. Date of event estimated as (B)(6) 2010. Date of implant estimated as (B)(6) 2010. The UDI number is not known as the part and lot number were not provided. Literature attachment: article title "recurrent mitral regurgitation after mitraclip: predictive factors, morphology, and clinical implication".

Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the reported migration (partial clip attachment) and slda could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.